Manufacturer narrative:
Updated sections: g4, g7, h2, h10 corrected sections: b5 trackwise # (B)(4). The lot # 25150358 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm) device failed to deploy. During the operation, the blocking umbrella failed to be fixed at the aortic perforation, (the seal was unable to provide hemostasis) and it was taken out later, without causing any impact on the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). During the operation, the blocking umbrella failed to be fixed at the aortic perforation,and it was taken out later, without causing any impact on the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.